Event description:
It was reported that the handheld programmer's screen was unresponsive on the calibration screen however the issue was resolved through troubleshooting by performing a hard reset. It was then noted that the programmer was able to load the programmer's tutorial program however it did not have a vns flashcard and was not loading vns software. It was noted that the physician has several programming tablets and no patient's were affected by this issue. The handheld programmer was then returned and underwent product analysis. During pa the handheld programmer was successfully powered on using a known good power source however the touchscreen was unresponsive on the welcome screen. The display of the handheld programmer was removed and a continuity test found a higher than expected impedance value on the one of the pin's of the touchscreen flex cable. The display was then replaced with a known good display and the handheld programmer was powered on with no anomalies. The main battery was fully recharged successfully and a known good flashcard with v8.1 sw was inserted into the handheld programmer . No anomalies were observed. The pa lab determined that the cause of the unresponsive screen is related to the higher than expected resistance value in the touch screen circuitry.